Manufacturer narrative:
Physio-control contacted the customer and no known impact or consequence to patient was reported. Physio-control evaluated the customers device and verified the reported issue. Physio found that the connector (designator j31) on the interface pcb cable (designator w13) was not properly seated into connector (designator j31) of the interface pcb assembly. Once this was re-seated, the issue with the main keypad assembly was no longer able to be duplicated. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report a non-critical issue with their device, nibp function inoperable. However, during further evaluation, physio-control observed on (B)(6) 2020 that with the exception of the 'on' button, no keys on the main keypad assembly responded when pressed. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.